Event description:
It was reported that during a coronary stent procedure in which multiple stents were placed, the balloon catheter would not cross the lesion to post dilate. The catheter became stuck and separated upon removal. The balloon inflated after separation. The separated catheter portion was removed with the guiding wire. Pt status is listed as "ok".